Event description:
Additional information was received. It was reported that on the discharge scan, it had verified the endoleak had resolved.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a contained ruptured 65mm in diameter thoracic aortic aneurysm in zone two. The patient had a contained ruptured just distal to the subclavian artery. The patient had a bovine arch, innominate and carotid took off from same origin. The length from the origin of the carotid/innominate to the site of rupture was 2.5 cm. The diameter of the proximal landing zone was measuring 30 mm and the distal landing zone was measuring 28x31 mm via ivus. It was reported that during the index procedure, the landing zones were marked with ivus and verified with an angiogram however, upon deployment of the valiant stent graft the physician experienced "wind-socking" and the desired location of the fabric was placed slightly distal than intended. There was about 1 cm of fabric above the aneurysm. The stent graft was ballooned with a another manufacturer¿s balloon proximally and distally. On the final angiogram there was no apparent endoleak. After the case the physician wanted to do a scan the next day and before discharge to verify seal. The patient expired three days later due to a rupture. The patient¿s family is refusing an autopsy.

Manufacturer narrative:
(B)(4).